Event description:
It was reported that the device did not hear an audible alarm. The device issue was not related to physical damage or abuse and the unit was not dropped. There was no patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a peeled dso seal and a nonfunctioning piezo speaker. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the damaged front piezo speaker was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.